Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by patient that the pink slide did not moved forward, is not visible in the viewing window and when the pod was removed the cannula was not visible. The patient's blood glucose levels rose to 13.5 mmol/l (243 mg/dl). The pod was worn for 2 hours. No specific treatment information was provided.